Manufacturer narrative:
After several requests the acunav catheter used during this procedure was not returned, so no investigation could be performed. However, based on the complaint description it is likely that either saline solution contamination of the tab flex or incomplete insertion was the cause. Use care to ensure catheter connector is fully engaged into swiftlink before locking down and ensure no fluids get into catheter/swiftlink connection area.

Event description:
It was reported that an error indicating that "probe was removed" was displayed on the ge vivid-I ultrasound system. The catheter swiftlink was replaced and the issue remained. The ge vivid-I ultrasound system was replaced with a boston scientific ice system and the case was continued. (Lot:g2034036) it was also reported that to troubleshoot the "probe removed error" the catheter was replaced and the issue resolved. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.